Event description:
It was reported that this pacemaker was explanted due to product performance issue after ten years of being implanted. Pacemaker was replaced and returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating this pacemaker was explanted due to preventively reasons related to the high battery impedance may initiate safety mode ingenio advisory.

Event description:
It was reported that this pacemaker was explanted due to product performance issue after ten years of being implanted. Pacemaker was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to product performance issue after ten years of being implanted. Pacemaker was replaced and returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating this pacemaker was explanted due to preventively reasons related to the high battery impedance may initiate safety mode ingenio advisory.